Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction at sensor adhesive site, which occurred on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Patient's father reported that the skin gets discharge, irritated, itchy and red where the white adhesive sits on the skin. Additionally, patient's father reported that the patient experienced minimal scarring to the affected area. Patient's father treats the reported skin reaction with over the counter (otc) hydrocortisone spray. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it was reported that the sensor was inserted at the arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.